Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with the upper rear label removed and with a small deformation in the rear housing near the jacks. Event log history was performed, and no evidence existed in the event log to support the user's complaint. During analysis, the customer's reported complaint regarding "double beep no cassette" was replicated. At bootup, the pump began to alarm during self-test. The alarm continued until the upstream occlusion (uso) was pressed at which time it stopped. This is an indication that the cassette detect nub is stuck at high and caused the alarm. Normally if the pump is not running, this is not an alarm situation. Service will replace the downstream occlusion (dso) sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette and had damaged screen. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.